Event description:
It was reported that the patients ipg was damaged during a recent revision (MFR 3006630150-2020-04456) and would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted device was discarded.